Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. Due to the lack of information, we were unable to establish, whether this injury constitutes a reportable incident. We have requested additional information several times but have not received any and have thus not been able to reach any further conclusions. The distributor stated that the user facility would not complete the questionnaire we had provided. We therefore consider the investigation closed. Device was discarded.

Event description:
On november 21th, 2016, we have been informed about an incident during a procedure in a hospital (B)(6). A skintact rsw213 dispersive electrode was used. The complainant reported "a patient had an allergy named "pétéchies" on the right thigh where the plate was applied. The hospital just specified that they used a comepa pencil se105h. Unfortunately they did not keep the plate." No information about the patient, the nature and duration of the procedure, the generator model, the power settings, how the skin was prepared, the orientation of the electrode and if and how the injury was treated have been disclosed to us despite of repeated requests.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. Due to the lack of information, we were unable to establish, if this injury constitutes a reportable incident. We will continue to request further information and will relay any conclusion in a follow up report . Device was discarded.

Event description:
On (B)(6) 2016, we have been informed about an incident during a procedure in a (B)(6). A skintact rsw213 dispersive electrode was used. The complainant reported "a patient had an allergy named "pétéchies" on the right thigh where the plate was applied. The hospital just specified that they used a comepa pencil se105h. Unfortunately they did not keep the plate." No information about the patient, the nature and duration of the procedure, the generator model, the power settings, how the skin was prepared, the orientation of the electrode and if and how the injury was treated have been disclosed to us despite of repeated requests.